Event description:
Customer reported a "high" (greater than 500 mg/dl) reading ("higher than feels") with symptoms including feeling "shaky" with resultant "loss of consciousness." She reported seeking treatment at althol memorial hospital where she received a diagnosis of "bad insulin reaction." Customer reported receiving insulin, but it is not clear when the customer received it or how much was given. It is also not clear if customer took the insulin prior to seeking treatment or if it was given to her at the hosp.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.